Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: appeared to mechanically work well and lockdown without issue and without problems, fired the stapling device, took it off and noted that the staples appeared to have misfired. Multiple staples appeared to have misfired. Multiple staples were not squared off in appropriate fashion and felt that there was most likely an inadequate seal at this portion of the lung. The lung tissues were approximated but the strength of the staple line was in question. A new stapler and new staple load were obtained and reintroduced a second load to complete the biopsy. Then set the stapler as continuation of old staple line without crossing it, and went ahead and fired the stapler. Despite what appeared to be a mechanical seal, the staple load did not take and there was gross hemorrhage from the cut surface of the lung as well as the lung was going to be removed. Health professional's impression: endo gia staplers malfunction during thoracoscopic wedge resection.